Event description:
In 2005, a gore excluder aaa endoprosthesis contralateral leg component was implanted. In 2006, another gore excluder aaa endoprosthesis contralateral leg component was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.